Event description:
Additional information received reported that the patient's device was on after reviewing the print outs from (B)(6) 2015 and (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# v667643, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a shocking and jolting sensation in buttocks and legs which occurred when the patient went through the metal detector at the emergency room. No further complaint or concerns with the device were noted. No actions were taken and the event was considered resolved without sequelae. There was no power on reset present after that patient got the shocks.